Event description:
The customer reported that the central nurse's station (cns) keeps dropping patient information from a gz transmitter. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) keeps dropping patient information from a gz transmitter. According to the customer, the cns keeps dropping the patient name, bed ID and the vitals from the all beds screen. The customer will send in the transmitter to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #:gz-130pa. Serial #: (B)(4). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Manufacturer narrative:
Details of complaint: the customer reported that the all beds screen on the central nurse's station (cns) was dropping the patient's name, bed ID, and vitals that were sent from a gz transmitter. No patient harm was reported. Investigation summary: the reported device was sent in for exchange and evaluation. During the evaluation of the returned device, nihon kohden repair center (nk rc) was able to duplicate the reported issue of device dropping patient information. The main board of the device was found to be malfunctioning. As such, the root cause is likely related to hardware failure. Hardware failure could come as a result of physical damage, fluid damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or device placement. Electrical damage could occur during a power outage or power surge. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 03/11/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 03/15/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3 03/17/2022 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns and is the device that experienced the malfunction: gz transmitter: model #:gz-130pa serial #: (B)(6) device manufacturer data: 07/22/2020 unique identifier (UDI) #: (B)(4) returned to nihon kohden: 03/23/2020. .

Event description:
The customer reported that the all beds screen on the central nurse's station (cns) was dropping the patient's name, bed ID, and vitals that were sent from a gz transmitter. There was no patient harm reported.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?

Event description:
The customer reported that the all beds screen on the central nurse's station (cns) was dropping the patient's name, bed ID, and vitals that were sent from a gz transmitter. There was no patient harm reported.